Event description:
It was reported that during a da vinci si total hysterectomy procedure a pk dissecting forceps instrument wasn't moving properly within the arm and after removal it was discovered that cables were frayed. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed with another instrument of the same type and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument pitch cables were broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. There was also an indentation at the edge of the distal pulley and visible scratches on the surface of the pulleys which was likely due to mishandling/misuse. Electrical continuity testing was performed and passed. Additional observation not reported by the site was the distal end of the main tube had various scratch marks showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Engineering concluded the damage was likely due to mishandling / misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; broken cables and tube abrasions with material removal ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.